Event description:
The customer reported that during a bilateral breast augmentation procedure, while working on the second breast, a red 3mm, mild 2nd degree burn to the skin, adjacent to the incision was noticed. The surgeon then examined the first breast and found a similar burn next to the incision line on the breast skin. Both were treated with silvadene cream as immediate treatment. The generator was set at 40 cut, 40 coag blend.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.